Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in capture thresholds. During lead revision, the helix would not extend. The right ventricular lead was extracted and a new one could not be placed due to occluded veins. The pacemaker was programmed to aai mode. The patient was in stable condition throughout the procedure. No additional information was reported.

Manufacturer narrative:
Analysis was normal, no anomalies were found.